Event description:
Reporter stated that the inform meter short-circuited. No adverse event associated with the malfunction was reported. The suspect product was returned to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in the (B) (6).

Manufacturer narrative:
The event occurred in (B) (6). Corrected manufacturing site.

Event description:
Reporter stated that the lancet did not fully retract into the softclix lancet device. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
It was reported to boston scientific corporation from a retrospective study that an ultraflex esophageal stent was used during a procedure for management of a post bariatric surgery leak 23 days after surgery, performed on (B)(6) 2005. According to the complainant, 42 days post stent placement, the stent migrated. The stent was removed endoscopically without complications or adverse events. The leak was reported to have healed and resolved, with the patient requiring no additional treatment. The patient's health status at the conclusion of the procedure was reported to be "excellent". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: additional information has been received since the previous medwatch report was submitted. The ultraflex esophageal stent was partially covered. The stent was placed along the fistula caused by sleeve gastrectomy bariatric surgery.